Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 283 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.